Event description:
Account reports leaking in the area where roller clamp squeezes the tubing. Fluid sprays out all over. Have used the product code for approximately one month. No pt. Injury reported although there have been chemo spills